Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient presented to the emergency department for the event; however, it was not reported if the patient was hospitalized for the event. The same day, the patient was treated with unspecified antibiotics (doses, routes, duration and frequencies not reported) for the event. At the time of this report, antibiotic therapy was ongoing, patient outcome and action taken with pd therapy were not reported. No additional information is available.